Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A ophthalmic surgeon reported that the valved trocars were found to be blunt often when used during the procedures. The procedures were completed without any harm to the patients. Additional information is not expected.

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. A review of the related device history record indicated that the product was processed and it was released according to the product¿s acceptance criteria. The root cause for the defect experienced by the customer could not be determined. (B)(4).